Event description:
It is reported that the drill bit contained black calibration marks only around 50% of shaft.

Manufacturer narrative:
This report will be amended when our investigation is complete.